Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a no delivery alarm during a manual prime. Daughter's blood glucose was 301 mg/dl. The customer also stated the insulin pump alarmed no delivery during a bolus delivery. Troubleshooting could not help the customer clear the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported scratches on her insulin pump's screen. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.